Manufacturer narrative:
H6, health effect - impact code updated. H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that the patient impact beyond possible micro-motion and/or migration, and local irritation/discomfort cannot be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a hip procedure, the grasper alligator max broke when trying to grab a bone fragment. The piece of grasper and the small bone piece disappeared into the soft tissue, it could be seen fluoroscopically, but it was not possible to be found with the arthroscope so it was left in the patient. The procedure was completed with a surgical delay of 20 minutes using the same device. No further complications were reported.